Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated october 31, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent urinary tract infection, dysuria, erosion, extrusion, suprapubic and back pain, frequency, urgency, nocturia, urinary hesitancy, mixed urinary incontinence, pelvic abscess, fistula, ureter distention, chronic hematuria, bladder and vulvar irritation, recurrent leakage, vulvar erythema, atrophic vaginitis, cystocele, dyspareunia, and narrowing of introitus. It was also reported that the plaintiff allegedly experienced bleeding, vaginal scarring, and emotional distress. Furthermore, it was reported that the plaintiff died. The cause of death reported was acute myelogenous leukemia.